Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 5fr and 6fr sheath after an interventional procedure. Reportedly, after performing locator wing deployment, the device was pulled back 3-4 cm, but the device slipped out of the vessel completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, patient selection, as per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loss of vessel access was confirmed. The cause for the reported event is a combination of the user error of improper patient selection; deploying the device in a patient with moderately calcified arteries and the operational context in which the device was used. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Per instructions for use: under precautions: do not deploy the clip in areas of calcified plaque.